Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent recurrent left inguinal hernia repair and hydrocelectomy on (B)(6) 2017. It was reported that the patient underwent left groin exploration surgery on (B)(6) 2018 during which the surgeon noted ¿dense and adherent scar tissue and obliterated planes.¿ it was reported that the patient experienced severe pain, dense adhesions, swelling, hematoma, scarring, stress and anxiety. It was reported that the patient had previously underwent right inguinal hernia repair surgery on (B)(6) 2012 and mesh was implanted. Other implanted products are captured in a separate file. No additional information is provided.